Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on (B)(6) 2021. It was reported that hospital staff was present and performed resuscitation efforts. Per clinical review of the continuous ECG recording, the device was started up at 15:55:49 on (B)(6) 2021. The patient was in sinus tachycardia at 130 bpm with CPR/motion artifact at 18:44:16. The patient's rhythm then transitioned to vt at 140 bpm with CPR/motion artifact at 18:49:57. The lifevest detected the vt arrhythmia, but CPR/motion artifact and the rate of the vt being less than the physician-prescribed rate threshold of 150 bpm prevented the lifevest from delivering a shock. The patient's rhythm transitioned to an idioventricular rhythm at 90 bpm with CPR/motion artifact and electrode lead fall off at 18:53:34. The patient remained in an idioventricular rhythm at 90 bpm with CPR/motion artifact and electrode lead fall off until the device shutdown at 19:54:14.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 03/03/2020, belt 05/29/2019.